Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the posterior lumbar fusion surgery was performed on (B)(6) 2018 to fix l4 with under -6mm tapping. During the surgery, the surgeon felt the difficulty to insert the screw since the patient has the strong bone quality. Then, it was reported that the driver tip was broken with the clicking sound when the surgeon inserted the screw into the patient¿s bone. The surgeon removed all broken fragment from the patient¿s body. The surgery was completed by using 7 x 45mm screw into the same bone hole. There was less than 30-mins. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Expedium polyaxial screw driver was returned for evaluation. Only the driver shaft sub-assembly was returned. An analysis was performed to investigate the fracture of the expedium polyaxial screw driver. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. An optical image of the fractured surface of the screwdriver reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A device history record review did not find any issues that could have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tip breaking of the expedium polyaxial screw driver cannot be determined with the information provided. However, fracture analysis of the returned part suggests the fractured tip underwent a torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As no issues could be identified in the manufacturing or release of this product that could have contributed to the problem reported, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.